Event description:
Several members of the clinical lab, experienced reactions to the purple gloves. Some developed rashes that lasted for several days. Reactions occurred on their hands, necks and backs. Additional information received 12/16/99: four or five people had reactions, 3 went to e.r. "Hives" on necks, back & forearms. Dr. Said it was "glove sensitivity". Wearing blue nitrile now without reaction.